Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had four and a half year dropped in longevity for the past twelve months. Moreover, the patient with this device is in atrial fibrillation (af). Engineering analysis determined that the device exhibited increased in power consumption due to high rate atrial sensing. Also, signal artifact monitoring (sam) was enabled. A device reprogramming was suggested. To date, the device remains in service. No adverse patient effects.